Event description:
Per a computerized tomography (CT) scan of the abdomen and pelvis dated (B)(6) 2019, ¿after further discussion with the ordering clinician, the ivc filter was better evaluated. There appears to be a single metallic strut associated with the ivc filter which appears to extend from the anteromedial aspect of the filter beyond the margin of the ivc. This structure appears to extend into the uncinate process of the pancreas. This single metallic strut remains about 2 cm to the left of the 2nd portion of the duodenum and about 2 cm above the 3rd portion of the duodenum. The other smaller struts appear to be grossly normal in position. The 4 longer struts may project slightly superficial to the ivc by 1-2 mm but do not definitively penetrate the adjacent 3rd portion of the duodenum.¿

Manufacturer narrative:
H6 conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported deformity of filter is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. Alleged fracture." Patient allegedly received an implant on (B)(6) 2015 via left common femoral vein due to pulmonary embolus. Patient is alleging device fracture. Per a CT (computed tomography) scan of the chest dated (B)(6) 2017, ¿deformity of the ivc filter with one limb penetrating the posterior aspect of the pancreatic head and a second limb deviated cranially within the ivc.¿ on (B)(6) 2015, ivc filter implant operative report: ¿the filter was placed within the ivc just below the level of the renal veins. Impression: successful ivc filter placement without difficulty.¿ on (B)(6) 2015, CT of abdomen and pelvis: ¿there is an ivc filter which appears appropriately positioned.¿ on (B)(6) 2016, CT of chest, abdomen and pelvis: ¿there is an ivc filter which appears appropriately positioned terminating at the level of the renal vein confluence.¿ on (B)(6) 2017, CT of chest: ¿ivc filter is noted. Impression: right-sided pulmonary embolus.¿ on (B)(6) 2017, CT of abdomen and pelvis: ¿an ivc filter is in place.¿ on (B)(6) 2017, CT of chest: ¿the patient has an ivc filter which is partially imaged. Residual thrombus in the right main pulmonary artery and a segmental branch of the left upper lobe are unchanged from the recent study. No evidence of new emboli.¿ on (B)(6) 2017, CT of chest: ¿impression: chronic mural thrombus in the distal right pulmonary artery with intraluminal webs in the distal interlobar and proximal left upper lobe pulmonary arteries consistent with chronic pe. No evidence of acute pe. Deformity of the ivc filter with one limb penetrating the posterior aspect of the pancreatic head and a second limb deviated cranially within the ivc.¿ on (B)(6) 2017, x-ray lumbar spine: ¿ivc filter is now present and extends from the l1-2 disc level to the superior l3 level along the right side.¿ on (B)(6) 2017, CT of abdomen and pelvis: ¿there is an ivc filter which appears appropriately positioned.¿ on (B)(6) 2018, x-ray lumbar spine: ¿an inferior vena cava filter is present. Patient outcome: unknown.